Event description:
On (B)(6) 2002, l4-5 of the pt was fixed by sr90d. On (B)(6) 2012, sr90d was extracted and l5-s1 of the pt was fixed again. By xia3. When final closing, surgeon could not close left l5 screw until 12 nm. He checked the closing screw, then the screw got into the pedicle screw head. He extracted the closing screw and iod, but the pedicle screw head did not move and surgeon moved it, the head and the part of thread were separated. He extracted them and inserted a new same size screw. The operation was finished to the final closing without a problem.

Manufacturer narrative:
Method: visual inspection, MFR record review, complaint history analysis and risk assessment. Results: visual inspection: the tulip head was returned separated from the screw shaft and the location of the imprint left by a rod during final tightening shows that the screw was implanted over angulated. The imprint on the bone-screw tip is large suggesting that load exceeding 12nm were applied. Mfg record review: no discrepancies noted. Complaint history analysis: 17 previous records involving 17 implants for tulip disengagement of this screw design. Previous failures were caused by implantation of the screw at maximum angulation; multiple tightening and extreme loads or overloads or overload applied to the screw. Risk assessment: an identical replacement screw was available and the surgery was completed successfully with no significant delay. Conclusion: on visual reception of the screw the reported event was confirmed. The tulip is disengaged from its bone-screw. Tulip separation is produced as a result of application of extra-load during the trials to unlock the polyaxiality, over-tightening and implantation over-angulated.